Event description:
On (B) (6) 2010, the pt reported experiencing erratic blood glucose. He stated his blood glucose could be as elevated as 500-600 mg/dl one minute and then his blood glucose becomes low. He stated he had to go to the hospital on 2 occasions due to low blood glucose. The pt was not able to provide further details at the time of the report. Further attempts to reach the pt for follow up were unsuccessful. The infusion device was requested to be returned for evaluation.